Event description:
It was reported that there was a perforation. The patient had a greenfield blood filter implanted on (B)(6) 1995. The procedure was successful and there were no complications that occurred. On (B)(6) 2018 the patient presented to the hospital with one month of abdominal pain, nausea, and vomiting. A CT scan of their abdomen and pelvis was performed. The imaging revealed that the inferior vena cava (ivc) filter with superior tip was at the level of the main renal veins. The ivc filter tines protruded through the wall of the ivc with the anterior most tine abutting the uncinate process of the pancreas and the anteromedial tine just touching the posterior wall of the superior mesenteric artery. No retroperitoneal hematoma was noted. No intervention has been established at this time. It was further reported that the ivc filter migrated.

Event description:
It was reported that there was a perforation. The patient had a greenfield blood filter implanted on (B)(6) 1995. The procedure was successful and there were no complications that occurred. On (B)(6) 2018 the patient presented to the hospital with one month of abdominal pain, nausea, and vomiting. A CT scan of their abdomen and pelvis was performed. The imaging revealed that the inferior vena cava (ivc) filter with superior tip was at the level of the main renal veins. The ivc filter tines protruded through the wall of the ivc with the anterior most tine abutting the uncinate process of the pancreas and the anteromedial tine just touching the posterior wall of the superior mesenteric artery. No retroperitoneal hematoma was noted. No intervention has been established at this time.